Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempt. It was also noted that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.